Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with an unspecified injection. On an unreported date during hospitalization, the patient was transferred from peritoneal dialysis to hemodialysis due to the peritonitis event. The outcome of the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report was received via a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.